Event description:
An office manager reports following bilateral refractive surgery, a pt was uncorrected by 1.00 diopter in the right eye. Treating surgeon reviewed the post-op outcome, and after discussing options with the pt decided not to pursue an enhancement on this eye. The initial plan for monovision was revised by the surgeon; the right eye was designated for near vision and the fellow eye was targeted for distance vision. The surgeon has no concerns for this pt's outcome, the pt is extremely pleased and no further info will be provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).